Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient was in hospice care and received a shock from the device. The patient's spouse thought the device was going to be deactivated at the hospital. Since the shock, the patient has taken a turn for the worse and complains of nerve pain. The device remains in use. No further patient complications have been reported as a result of this event.